Event description:
In 2007, two thinwalled fep ringed gore-tex vascular graft with removable rings (lined) were implanted in a male patient in the axillobifemoral position. On ten days later, the patient presented with a hematoma and upon reintervention it was discovered the axillounifemoral leg had torn in a straight fashion a few millimeters distally (toward the foot) from the axillary anastomosis. During this procedure, it was noted the patient's legs were poorly perfused. Apparently, both legs of the axillobifemoral graft had either previously received a thrombectomy or a thrombectomy was performed in this procedure on the the same day. (Reference medwatch 2017233-2007-00280.) The patient tolerated the procedure satisfactorily.

Manufacturer narrative:
Device evaluation begun, but not yet completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.